Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the gear clamp for the sieve beds is loose. Additional malfunctions are the gear clamp for the manifold and nylon tie for the sieve beds are loose.